Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine check intermittent oversensing was noted on the atrial channel. The pulse generator was reprogrammed, the patient was stable throughout the follow up and would continue to be monitored.